Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2021-00015: case 1. 3025141-2021-00016: case 2. 3025141-2021-00017: case 3.

Event description:
Article: proximal migration of hardware in patients undergoing midcarpal fusion with headless compression screws; shifflett, grant d., md; athanasian, edward a. Md; lee, steve k. Md; weiland, andrew j. Mmd; wolfe, scott w., md; j wrist surg 2014; 3:250-26. Case 4: patient experienced screw migration following implantation of acutrak 2 screws. A second surgery was performed to remove the screws. Carpectomy and interposition arthroplasty were also performed.